Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance breakage suture. It was received for analysis an opened sample of product code vcp316h, lot ph2163. During the visual inspection of the sample, the suture was inside winding former, the suture was dispensed and not damaged no suture breakage was found. In addition; the detached needle, the swage and attachment area were not as expected, since the swage area is shorter than the die length this condition causes that the needle was detached of the suture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, no performance breakage suture was observed. The reported complaint was not confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot ph2163, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.